Manufacturer narrative:
The customer¿s reported complaint of the returned pump failing, displaying "failure to alarm-check IV set" was not confirmed or replicated during the investigation. Reported displayed failure noted in the complaint is not part of the available incorporated visual alarms, errors or messages designed in the system. However, it is suspected that a ¿check IV set¿ alarm was experienced by the user based on the recorded error noted on the last programmed infusion on (B)(6) 2018 at 11:42:12 am. A ¿check IV set¿ alarm can occur by not loading or improperly loading an administration set on a pump and attempting to start an infusion. Previous investigations have also shown that the same alarm can result with a faulty bottle side pressure sensor. Results from two functional tests and the asm analog sensor test demonstrated the pump operating as intended and confirmed the bottle side pressure sensor voltage is in specification. Additionally, device error log showed four errors associated to bottle side pressure sensors between (B)(6) 2017. Based on the logs and test results, the issue reported for this incident is inconclusive. Risk assessment: per product risk assessment document (B)(4), no ra is deemed necessary. CAPA: n/a. Appendix: the following equipment was used during the investigation below: test equipment: pcu, eq number: (B)(4), cal/maintenance due date: 17 feb 2018. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that the device failed before it could be attached to patient. The nurse was preparing to use the module when the device alarmed for "alarm-check IV set". There was no patient involvement.